Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn gear and the moving parts did not move smoothly. It was further determined that the device failed pretest for check for mechanical free moving. The assignable root cause was determined to be due to component failure from wear.

Event description:
This is report 2 of 2 of the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the battery handpiece/modular and sagittal saw attachment devices overheated and stopped working while making a distal cut of the femur ¿(put the saw adapter)¿. It was further reported that there was a delay in the procedure while trying to obtain spare devices to continue the surgery. The duration of the delay was not specified. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: sagittal saw attachment device, (B)(6) 2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).